Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a (B)(6) male patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) (lot numbers 1007007 and 1007039) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, a peritoneal analysis and culture were performed. The analysis results revealed a leukocyte count of 5500 cells/mm^3, with 97% neutrophils and 3% lymphocytes. At the time of this report, the culture result was unknown. On (B)(6) 2010, the patient developed peritonitis and was admitted to the hospital the same day. On (B)(6) 2010, the patient was treated with fortum injection 1 gram ip once daily (continuing), amikacin injection 10 mg ip once daily (continuing), heparin injection 1000 iu ip three times a day (continuing) and vancomycin injection 2 grams ip loading dose (every seventh day). At the time of reporting, the patient remained hospitalized and the event outcome was unknown. Dianeal therapy was ongoing. Concomitant medications were not reported. The nurse stated the event of peritonitis was unrelated to dianeal. The root cause of the peritonitis was unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.